Event description:
A female pt underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Over time, a distal type I endoleak developed as expected. This is from loss of apposition of one of the iliac leg grafts to the vessel wall. The common iliac artery was very large and ectatic and was felt at the time of the initial case that this could be a factor. The physician wanted to give the pt as much to build collateral flow in that area before having to coil embolize the hypogastric and extend the seal zone. The secondary procedure was in 2008. Two iliac leg grafts were placed with a positive outcome.

Manufacturer narrative:
Eval: an "instructions for use" (IFU) is shipped with each zenith device and lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up so that leaks should they occur, can be identified and addressed before causing clinical problems. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that a distal type I endoleak occurred due to anatomical changes over time and pt anatomy.